Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, after routine microbial testing, the colonovideoscope initially tested positive for 83 colony forming units (cfu) of both klebsiella pneumoniae and pseudomonas aeruginosa. The device tested again positive on (B)(6) 2025 for >250 cfu of pseudomonas aeruginosa. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.